Manufacturer narrative:
Continuation of d10: product ID: 8598a; lot#serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2021; product type: catheter; h3: the pump was returned, and analysis found acceptable testing as the catheter was returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 25-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient receiving fentanyl (2000 mcg/ml at 1489.9 mcg/day), dilaudid (5.7 mg/day at 4.2463 mg/day) and bupivacaine (20 mg/ml at 14.899 mg/day) via an implanted infusion pump. It was reported the patient was having increased pain. During a pump refill, the pump was expected to have 5 ml of drug but 11ml of drug was aspirated. The patient noted excessive sweating, nausea, and vomiting. The patient was prescribed vistaril and oral opioids. A dye study was performed, on (B)(6) 2021, and the results were inconclusive requiring surgery exploration. At surgery, it was noted that csf was leaking around the catheter and maybe looks dislodged from the spine. It was reported the patient had an edema. A new spinal segment was placed and bolused from the pump which showed medication exiting the pump segment catheter appropriately. The cause of the csf leak was not determined and the catheter was going to be returned.